Event description:
It was reported that cgm repeatedly displayed error 42 on pump, with same issue having occurred multiple times on current device. There was no reported impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place current pump in storage mode before return, and was informed they would need to enter pump settings and reconnect cgm on replacement pump; customer planned to continue using current pump until replacement arrived and agreed to return problematic pump using provided prepaid label within 10 days.